Event description:
It is reported that the device was implanted in 2001. Post-op the patient experienced thigh pain in 2007. An x-ray indicated a fractured stem. Revision surgery occurred two months later, to remove implants.

Manufacturer narrative:
Evaluation summary: due to lack of sufficient information, the probable cause is unknown. No product or x-rays were returned for review. Device history records indicate manufacture to specification.